Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that a malfunctioning latch micro switch in tower door 1 caused the door to click after opening and then fail. A field service engineer shut down the device, replaced the latch micro switches, and rebooted the system. Functionality was verified using the diagnostics tool, confirming the door was operational. The customer was able to open and inventory the door successfully, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door kept failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.